Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and healthcare provider regarding a patient receiving a new implantable pump. The indication for use was not provided. It was reported during a pump implant procedure on (B)(6) 2018, the healthcare provider (hcp) went to aspirate the catheter via the catheter access port (cap) after the pump and catheter were implanted and they could not aspirate. The hcp took the pump out of the pocket and flushed the cap. The hcp initially felt a lot of resistance, but then it flushed, and they had less resistance, so they hooked the pump back up to the catheter. However, they still could not aspirate from the cap once the pump was connected to the catheter. A different pump was used, and the hcp was able to aspirate normally once the new pump was connected to the catheter. It was indicated the pump would be sent back for analysis. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative. The event was about a pump that had not been implanted. It was reported that the pump failed the pre implant protocol for functioning. An out of box failure was noted. No further complications were reported. Additional information was received from a device manufacturer representative. It was reported that the catheter access port of the pump would not flush despite multiple attempts. A new pump was opened. The old pump was sent back to the manufacturer for analysis. The pump failure was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Evaluation of implantable pump serial number: (B)(4) revealed no anomalies. The returned pump passed all functional testing in the laboratory. Analysis found the catheter access port (cap) to be patent in the lab. If information is provided in the future, a supplemental report will be issued.